Event description:
It was reported that a smiths medical fluid warmer leaks. No adverse patient effects were reported.

Event description:
Investigation completed.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 reports of leaking was confirmed when pouring in water and powering up device. Crack near the near the drain fitting and cracks on the corners of the tank cover. It is believed that over tightening screws on the tank cover and daily use caused the event. The physical condition of the device revealed cracked enclosure and tank cover,worn line cord and front cover and outdated pcb and power switch. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.